Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. He did get some clips to fire, but it is unclear how many, because he also did dry firing outside the patient. His description is that the jaws would not close. The doctor also mentioned that he may have put some torque on the device when firing and that he understands the 5mm clip applier is more fragile. . There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.